Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The faradrive sheath was in place in the left atrium, before introducing the therapy device into the sheath, the physician aspirated the blood. However, there were many bubbles returning to the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspection of the returned sheath noticed a kink towards the distal tip of the shaft. This defect would not have contributed to the allegation of this event. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event. Inspection of the sheath found a kink by the distal end of the sheath handle. This defect did not contribute to the original allegation of this event and based on the complaint summary; may have not been present during the time of use. Therefore, this defect must have occurred during the transportation or storage of this device.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The faradrive sheath was in place in the left atrium, before introducing the therapy device into the sheath, the physician aspirated the blood. However, there were many bubbles returning to the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that no abnormalities were found during the preparation of the device. Bubbles were observed in the aspiration syringe after getting transeptal puncture done. No air was observed inside of the patient.

Manufacturer narrative:
Updated field b5 with new information later provided. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The faradrive sheath was in place in the left atrium, before introducing the therapy device into the sheath, the physician aspirated the blood. However, there were many bubbles returning to the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that no abnormalities were found during the preparation of the device. Bubbles were observed in the aspiration syringe after getting transeptal puncture done. No air was observed inside of the patient.